Manufacturer narrative:
Product analysis: the requested phenomenon could not be observed during the acceptance inspection, but it was observed that it was an old version. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the both wired and wireless connection to the main unit is not possible. There was no patient involved. Additional information received that there were no visual and/or audible indicators that alerted the user of the issue. The issue was not resolved by repositioning or troubleshooting.